Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was unable to code her onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at 1:30pm. The patient manages her diabetes with insulin (sliding scale); she reportedly did not make any changes to her regimen in response to the reported meter issue. According to the csr¿s documentation, as a result of the alleged product issue, the patient reportedly developed a symptom of sweating approximately 10-15 minutes later. The patient, however, denied receiving any form of medical treatment after the alleged meter issue occurred. At the time of troubleshooting, the csr noted the reported product issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.